Event description:
Customer reported two events of a cartridge alarm on september 12, 2025, and was unsure if it caused their blood glucose level to exceed 500 mg/dl. Technical support confirmed previous occurrences with consecutive cartridges and decided to replace the pump. Customer did not have backup insulin therapy and planned to consult a healthcare professional. Technical support provided instructions for managing the replacement pump and arranged for the problematic pump to be returned.